Event description:
An adverse event occurred after off-label use of the neuroform microdelivery stent (fusiform aneurysm). The neuroform microdelivery stent functioned properly. The adverse event (basilar thrombus) was resolved and the patient was fine within 36 hours. Additional information was provided through a company representative on january 6, 2003: #1: the device functioned fine. If deployed exactly how the physician wanted it to. #2: the patient had no other options for treatment, so using it in the off label manner was a last resort. #3: the clot that formed post-operatively, was treated and resolved. #4: the customer was not complaining about the device in any way.